Event description:
It was reported that during an unknown procedure, a hissing noise and a boo sound were heard in about 1 hour. A boo sound was heard while a forceps was not being inserted through the device. The devices were used as-is to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information requested: did the "noise" prevent insufflation? Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? What was the gas consumption rate or volume (liter/minute)? Were you able to identify where the leak was coming from? Was a device inserted in the trocar during the leaking? If so, what device? Was any torque being applied to the trocar or device?

Manufacturer narrative:
(B)(4). Additional information: did the noise prevent insufflation? ---no information. Was there a drop in pressure? If yes, did this affect the visibility of the surgeon? ---no. What was the gas consumption rate or volume (liter/minute)? ---no information. Were you able to identify where the leak was coming from? ---valve. Was a device inserted in the trocar during the leaking? If so, what device? ---no. Air leaked while no instrument was being inserted. Was any torque being applied to the trocar or device? ---no information. The analysis results of the device found that it was received with the obturator inserted though the device causing the deformation the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.